Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Company representative reported via solutions tracker that the customer had low blood glucose. Customer's blood glucose was 50 mg/dl to 100 mg/dl. Customer declined troubleshooting. Customer will not be returning the device for analysis.